Manufacturer narrative:
On october 11, 2021, mentor became aware regarding the replacement devices used on (B)(6) 2021 as follows: left catalog number: shpx-490; serial number: (B)(6). Right catalog number: shpx-490; serial number: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported capsular contracture since the two received products have the same lot number and volume engraved, both devices had no apparent damage or visual anomalies per analysis findings. On (B)(6) 2021, device evaluation was completed for both returned devices. Device evaluation summary: mentor conducted a visual inspection of the returned devices. During the visual evaluation of both devices, no apparent damage or visual anomalies were observed on the smooth high profile xtra 450cc returned devices. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV her left side postoperatively diagnosed after physical exam. The patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2021.